Event description:
Account states when attempting to activate the product, product burst and spewed contents into facial area of nurse, getting into eyes. Nurse went to e.r. For treatment and was sent home.